Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s display screen was cracked while the device otherwise functioned as expected, and blood glucose control was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact to the user¿s health or therapy. Investigation included collection of device history and complaint details and arrangement for device return. Investigation of this device revealed a cracked display component consistent with mechanical damage to the device¿s screen, with no evidence of performance malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related mechanical damage.